Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca) which was 13mm in length. The patient received 8000 units of heparin intravenously along with an integrilin drip. A 3.0x15mm maverick balloon catheter was advanced to the rca for predilation and was inflated in the lesion. The physician then advanced a 3.5x20mm taxus express2 stent to the rca which was deployed in the lesion at 12atms for one minute. The patient tolerated the procedure well and post-intervention angiography demonstrated excellent results with 0% residual stenosis and timi 3 flow. Four years and ten months later, the patient presented with an acute inferolateral myocardial infarction. It was noted that the patient had been taken off of plavix four days prior due to an upcoming surgery. Coronary angiography was performed showing that the rca was totally occluded. A non bsc pacemaker was employed into the right ventricular apex and placed on standby. A choice pt guide wire was advanced past the total occlusion and it was noted that timi 3 flow was present after the advancement of the wire. A thrombectomy catheter was then advanced for a thrombectomy procedure and it was noted that the thrombus was almost completely aspirated. The patient also had significant stenosis just proximal to the previously implanted stent which was in the proximal portion of the rca. A 3.5x32mm veriflex stent was deployed in the lesion with high pressure inflation. Repeat angiography demonstrated excellent results with 0% residual stenosis and timi 3 flow. No additional patient complications were reported with the patient¿s current condition listed as ¿fine¿.